Event description:
It was reported that the ventilator was auto cycling in neonatal mode. An fse from allegiance healthcare was dispatched to customer site. The fse found that the trigger sensitivity potentiometer and the air gas module was defective. The fse replaced the air gas module and the trigger sensitivity potentiometer, let unit run for 24 hours, then calibrated and functionally checked unit. Ventilator passed all tests. This was a warranty repair and the part was discarded and will not be returned to sweden for further evaluation. This product complaint was generated from service report screening. A copy of the service report is available.